Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, the day after implant, the patient experienced chest discomfort. It was discovered that the patient had a perforation and that the patient's right ventricular (rv) lead had increasing thresholds and the patient felt rv pacing at higher thresholds. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.